Event description:
It was reported that seven weeks after implantation, the patient was readmitted for a revision due to a fractured ceramic femoral head which led to a dislocation. The head and liner were exchanged. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown ceramic femoral head, item #: unknown, lot #: unknown. Exc abt std shell ha/pc 058mm, item #: 124858ha, lot #: 7245716. G2 - foreign: united kingdom. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
It has come to our knowledge that this complaint is a duplicate. Upon further investigation, we have confirmed that this event has indeed already been reported under MDR report number: 3002806535-2023-00342. Given this information this medwatch report will be voided. Please note that any subsequent reports will be performed under MDR report number: 3002806535-2023-00342.

Event description:
It has come to our knowledge that this complaint is a duplicate. Upon further investigation, we have confirmed that this event has indeed already been reported under MDR report number: 3002806535-2023-00342. Given this information this medwatch report will be voided. Please note that any subsequent reports will be performed under MDR report number: 3002806535-2023-00342.